Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, the keypad was found to be intact and all keys responded appropriately. The keypad cover was removed, and no contamination was found under the key contacts. No button contact defects were observed. The pump¿s cover was removed, and no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. The original complaint of an under responsive ok/enter button was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.